Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic bariatric gastric bypass, while on the second firing on the stomach, there was an incomplete staple line distally. It stopped approximately 10mm from the end of the reload and would not continue and would not retract. The jaws of the device was locked on tissue as well. Shell was removed and reattached to the adapter but still no opening of the jaws. A manual retraction tool was used to open the staple jaws. The middle slot in the adaptor was used in conjunction with the manual retraction tool. A manual handle and new reload was used to complete the case. There was surgical time extension of 30 minutes or more. There was no patient injury.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was fully fired, the clamping mechanism was deformed and staple pushers were partially flush with the cartridge. Functional testing noted that the reload was loaded into a representative handle. The handle recognized the reload as used. The reload could be clamped and articulated by the handle. The interlock was overridden and the reload was attached to a manual handle. The reload was applied to test media. All remaining staples were placed, and test media was cleanly transected. The interlock was tested and found to function properly. The reload knife blade was undamaged. It was reported that the device initially fires, but failed to complete the firing cycle and the jaws of the device remain closed on tissue. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: the device was applied on over indicated tissue. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: always select a reload with the appropriate staple size for the tissue thickness. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action or improperly formed staples. Failure to completely fire the reload will result in an incomplete cut or incomplete staple formation, which may result in poor hemostasis or leakage. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.